Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer changed the main lamp and experienced issues from the lamp igniting. Tac advised that since another clv-190 was present, the main lamp was to be exchanged and tested out to see if the problem follows the main lamp. A follow up was made and the customer confirmed that the issue was resolved. No device will be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source main lamp is failing to ignite. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, and the device was not returned or evaluated, therefore the root cause is unknown at this time. When the main lamp was replaced, the user stated the main lamp was no longer lit, and that testing of the main lamp, which had caused a phenomenon in another clv-190, had been likely. Olympus will continue to monitor the field performance of this device.